Event description:
A consumer reported that the patient had an x-ray for a kidney stone unrelated to the device or therapy in 2016 around thanksgiving. It was stated that it might have messed something up with the patient's system as the patient started having heart pain/palpitations/issues and their right side was frozen. The patient had received a new patient programmer (pp) to see if that was the issue but they are still having the same issues. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.